Event description:
Indication: common variable immunodeficiency, unspecified. Patient stated pump at home did not work, she disposed of that pump at home. She had another pump that she started using. No adverse event reported. No further information. Reported to (B)(6) by patient/caregiver.